Event description:
Resident placed a vena tech "ivc" filter infrarenal via the right femoral approach under supervision of the attending physician. Upon deployment, the filter did not open immediately and was tilted. Subsequently, a second filter was placed below the first to assure protection against pulmonary embolism. The patient was suffering from multiple unknown serious conditions (including cancer).